Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 120 (mg/dl). No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On 13 october 2022, the distributor reported the additional information: the pump history was checked, and it was determined that the battery was depleting quickly on 14 august 2022. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.